Manufacturer narrative:
Patient information was not provided. (B)(6). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of sorin heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). Through follow-up communication with the customer, livanova (B)(4) learned that the device was placed outside the operation room during use. The customer stated that the cleaning and disinfection procedure is routinely performed according to the instruction for use (IFU), including tank and tubing disinfection with clorox every 14 days and weekly water changes using an external 0.2 micron filter. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned

Event description:
Livanova (B)(4) received a report that the heater-cooler system 3t was found to be contaminated with non-tuberculous mycobacterium during maintenance. There is no known patient involvement.